Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the personal diabetes manager (pdm) stopped functioning and would not power on. The device also failed to hold a charge for more than one day. Due to the pdm, the patient required medical assistance. The device was unable to operate, and insulin pen administration did not stabilize blood glucose (bg) levels. The patient's bg levels rose above 300 mg/dl, accompanied by vomiting every hour, loss of appetite, fatigue, and a runny nose. The patient was taken to the hospital and received insulin treatment. The patient was hospitalized from the night of october 5 until discharge on (B)(6) 2025.